Event description:
Customer reported the system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated pcb's and connectors, and replaced the surge suppressor. System operates as intended. This MDR is related to ge healthcare.